Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 11-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2012 essure (fallopian tube occlusion insert) was placed. On (B)(6) 2012 the consumer experienced painful placement which lasted 3 days. On an unspecified date the consumer experienced less brain function, pain in pelvis/ pelvic pain chronic instability, itching skin, strange taste in mouth (metal taste), urinary incontinence, pain during ovulation, pain in head, lower back pain, neck pain, arthralgia, , depressive feelings, dizziness, increase or decrease of weight, nausea , tiredness, restless feelings, mood swings, swollen abdomen, menopause complaints, tooth disorders, heavier menstruation, excessive sweating, tingling, no smell, endometriosis, wrong smears, chest pain, asthma, sleep apnea, and swelling hands feet legs. She was treated with physiotherapy. Consumer has not recovered from the events. Essure was removed on (B)(6) 2016. Salpingectomy and hysterectomy were performed. Company causality comment: this spontaneous case report received via regulatory authority refers to (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced pain in pelvis/ pelvic pain chronic instability and less brain function. Both events are serious due medical importance. Less brain function is unlisted while the other event is listed in the reference safety information for essure. Abdominal, pelvic and back pain may occur during essure use. In this present case, consumer presented pelvic pain after insertion. Salpingectomy and hysterectomy were performed to remove essure, around 2 years after insertion. Given positive temporal relationship and this event's nature, causality cannot be excluded. Regarding the event less brain function, considering the local effect of essure in fallopian tubes, causality is very unlikely. This case was regarded as incident, since device removal was required. Other non-serious events were reported. Technical analysis has been requested. No further information can be obtained.

Manufacturer narrative:
Follow-up received on 22-sep-2016. Quality- safety evaluation of ptc: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 23-sep-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 1573 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report received via regulatory authority refers to (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced pain in pelvis/ pelvic pain chronic instability and less brain function. Both events are serious due medical importance. Less brain function is unlisted while the other event is listed in the reference safety information for essure. Abdominal, pelvic and back pain may occur during essure use. In this present case, consumer presented pelvic pain after insertion. Salpingectomy and hysterectomy were performed to remove essure, around 2 years after insertion. Given positive temporal relationship and this event's nature, causality cannot be excluded. Regarding the event less brain function, considering the local effect of essure in fallopian tubes, causality is very unlikely. This case was regarded as incident, since a device removal was required. Other non-serious events were reported. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No further information can be obtained.